Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium coil that failed to detach with detachment attempts and then detached prematurely within the catheter. The patient was undergoing a procedure for coil embolization treatment of a ruptured spindle shaped aneurysm of the right anterior c ommunicating artery (a-com) with a max diameter of 5mm. Blood flow and vessel tortuosity were normal. It was reported that the axium coil was the first used in the treatment of the a-com aneurysm. The device was prepared according to the instructions for use (IFU). The coil was delivered but could not be detached. Three detachment attempts were made with the instant detacher and one manual attempt with the hypotube but all failed. When the physician attempted to withdraw the coil, it detached within the catheter. The whole system was removed and the coil was protruding 1cm from the tip from the catheter tip. The same microcatheter was used with a new coil of the same model from a different lot which was successfully implant. The procedure was completed successfully. There was no harm or injury to the patient.